Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
No symptoms [no adverse event] toothbrush head fell of inside mouth - oral-b [device breakage]. Case narrative: a mother via e-mail stated that her 7-year-old son was brushing his teeth this morning when the oral-b toothbrush head fell off of the oral-b toothbrush inside his mouth. No injury was reported. 18-nov-2023 follow up via digital safety assessment survey: the mother reported that her son used the devices twice daily and he did not have any symptoms. No injury was reported.